Event description:
Additional information receive on sep 25, 2020 identifying that both valves were implanted in two different locations. As such there is no adverse event.

Manufacturer narrative:
Typo in previous importer report in section b5. The information was received on sep 25, 2020 not sep. 22, 2020. The new additional information in section b5 is as follows: additional information receive on sep 25, 2020 identifying that both valves were implanted in two different locations. As such there is no adverse event.

Event description:
The manufacturer was notified of the following event via the patient tracking database. On (B)(6) 2020 a patient had 2 mitral valves implanted on the same day but it is not identified which one is active and which one was explanted. A memo 4dm-34 and a annuloflex af-834. No further information was received.

Event description:
Additional information receive on sep 22, 2020 identifying that both valves were implanted in two different locations. As such there is no adverse event.

Manufacturer narrative:
Additional information receive on sep 22, 2020 identifying that both valves were implanted in two different locations. As such there is no adverse event. The case will be closed with no further investigation as no adverse event occurred.